Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no tubing manifolds were returned with the cassette. Testing was unable to be performed with the tubing associated with this event and therefore a full evaluation could not be performed. It is important to remind the customer to return all suspect products associated with the event for a full evaluation. Labstock tubing manifolds and accessories were used to test the cassette. The cassette was tested on a calibrated system and could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. The root cause of the customer's complaint could not be established, the components (tubing manifolds/accessories) associated with the event were not returned for evaluation and functional testing. After investigation of this complaint no corrective action is required at this time as the root cause is not known. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette was not able to aspirate and it was found that the tube was clogged during surgery. The procedure was completed with the new cassette. There was no impact on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).